Event description:
Intl customer reported that a needle broke while closing a port site. The needle fragment was retrieved.

Manufacturer narrative:
The prod upon which this medwatch is based is anticipated. Once the prod is rec'd any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.